Event description:
It was reported that in (B)(6) 2014 the patient started having pain and symptoms of retention. The patient had a neurogenic bladder. Her lead broke in two places and her healthcare provider (hcp) told her that her yoga may have affected the lead. The hcp felt the patient did too many twists and turns to relieve pain prior to the lead breaking. The patient saw a doctor on (B)(6) 2014, the issues were reviewed, she was catheterized for 700 cubic centimeters, and the doctor reviewed a need to replace the implantable neurostimulator (ins). She had an ins and lead replacement on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was still having concerns regarding her device or therapy, but was working with her doctor or manufacturer representative. She had appointments on 2015-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v680794, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).